Event description:
Ep ablation atrial fibrillation-8f venous sheath and 14f venous sheath to the right groin and 10f long sheath to left groin were placed. The catheter was leaking blood, has a hole in it. Manufacturer response for direx steerable sheath, (brand not provided) (per site reporter): removed the lot numbers, and replaced the supply with new one-different lot.